Event description:
The device was returned without specific case information. The stent was stationary on the balloon and between the markers. The hypotube was separated and there was blood in the inflation lumen proximal to the guide wire exit notch and contrast distal to it. No patient injury was reported. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the following information was received: it was reported that the procedure was to treat a chronic total occlusion (cto) lesion in the distal left anterior descending artery. The xience prime 3.0 x 38 mm could not cross the lesion so another xience prime was used. Reportedly, the shaft was damaged after removal and upon putting it inside the box for return. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.